Event description:
It has been reported to philips that the system was stuck at 0:00 countdown and was not fully booting up. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that system would not fully boot up. After reviewing the log file fse found that there is a malfunction on flex vision pc. The fse retested and fixed the database inconsistency issues and reloading the software of the flex vision pc. After reloading the software of the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.